Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: bp1a.250505. 005.b1. Hardware: pixel 8. Cgm sensor type: g7.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 400 mg/dl while wearing the pod between 24 and 36 hours. When the pod was removed from the infusion site (arm), it was observed that the cannula was dislodged. The patient administered correction bolus, but the blood glucose level was still high. As treatment, a new pod was applied.

Manufacturer narrative:
The pod was received fully deployed with the adhesive pad fully attached. No damages or deficiencies were observed to the soft cannula that could have contributed to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined.